Event description:
It has been reported that the right motor needs to be replaced. Chair is veering to right, and the end user is having trouble going up and down on incline.

Manufacturer narrative:
It was reported by the provider that there was not output coming from the right motor.